Event description:
On (B)(6) 2025, a patient underwent a postoperative placement of an implanted port following esophageal cancer surgery in the right chest wall via internal jugular vein. Approximately, two months and twenty days later, on, (B)(6) 2025, it was reported that the catheter was allegedly ruptured. It was further reported that the patient allegedly experienced subcutaneous swelling during maintenance tube flush. Reportedly, the catheter was allegedly leaking. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, power port isp MRI implantable port with an attached catheter was returned for evaluation. One video and one photo were provided for review. The video suggests there may be two sites of disruption. The photo shows the catheter tube attached to the port, but no fracture can be confirmed from the photo. A split was noted on the attached catheter. The edges of the split on the attached catheter were noted to be uneven. Upon infusion, a leak from the split on the attached catheter was observed. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a postoperative placement of an implanted port following esophageal cancer surgery in the right chest wall via internal jugular vein. On (B)(6) 2025, sometimes after more than two months of port placement, it was reported that the catheter allegedly found ruptured. It was further reported that the patient allegedly experienced subcutaneous swelling during maintenance tube flush. Reportedly, the catheter allegedly found leaking. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo and video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.